Manufacturer narrative:
A ge service representative performed an onsite investigation. The system gpos, the single board computer, the printed circuit board a, and the generator interface board coin battery were all replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed communication error messages and was making x-rays uncommanded. No patient injury was reported.